Event description:
The reporter stated that she did meter to lab comparison tests, side by side. The results were "hi" on her meter (capillary) test, and 312 mg/dl on the venous draw lab test. She did not have any symptoms. On follow-up, the reporter stated that a control test had been out of range, high, using the same vial of strips. She did not know if the control was expired or not. The lifescan representative reviewed qc procedures and testing procedure with the reporter.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8